Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to the emergency department with asystole and syncope. It was reported that the right ventricular (rv) lead exhibited a low voltage fracture. During reprogramming of the device, the rv lead triggered an alert for out of range (oor) high and spike impedance. The lead was reprogrammed once again but the lead exhibited oversensing. A third attempt was made to reprogram the lead and the rv lead exhibited intermittent loss of capture. The physician decided to cap the lead and it was replaced with a leadless pacemaker. No further patient complications have been reported as a result of this event.